Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) (stent difficulty crossing lesion). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02751 for the other associated device information. It was reported to boston scientific corporation that two polyflex esophageal stents were used during an esophagogastroduodenoscopy procedure on (B)(6) 2010 in a patient with cancer. According to the complainant, the patient's anatomy was not tortuous however dilatation was performed prior to stent implantation. It was reported that the patient had a 9 millimeter benign esophageal stricture. The first stent device (subject of this report) was put together, however the physician was unable to pass the delivery system through the intended lesion site. The device was removed from the patient without issue. A second stent device was put together, and the physician was able to successfully cross the lesion site. The stent was implanted within the patient's mid esophagus. Following implantation the physician checked the stent's position under fluoroscopy and direct visualization; at this time it was discovered that the stent had migrated into the patient's stomach. The physician used rat tooth forceps and pulled the stent back up into the patient's mid esophagus without issue. The stent is currently still implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.